Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the infusion set was completely detached from site and elevated blood glucose treated by IV and fluids of saline and insulin also admitted on ICU on (B)(6) 2026.